Event description:
It is reported that the pt felt his hip slip out of joint when arising from a chair, found to have anterior dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.